Manufacturer narrative:
The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. The patients weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the implant failed. There was no other information provided. The patient presented on (B)(6) 2018 from implant placement on tooth #22. This implant was noted to have failed on (B)(6) 2019. There is no other information provided.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample customer did not return the part for investigation. Root cause: the root cause cannot be explicitly determined since "unknown failure" was reported and no other information was provided.